Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 12dec2018. International UDI: (B)(4). Philip's service engineer (se) inspected the device. The se replaced the power switch overlay and all tests passed.

Event description:
It was reported that the light emitting diode (led) indicator was faulty and there was no alarm sound at the time of the event. There was no patient involvement. The event date was not specified; estimate used.